Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar crystal ultrasound catheter. The distal end of the catheter, about 1-2 inches, was damaged while entering the sheath. There were exposed internal wires. The catheter was replaced and the procedure was continued. No patient consequence was reported. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 12-feb-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a soundstar crystal ultrasound catheter. The distal end of the catheter, about 1-2 inches, was damaged while entering the sheath. There were exposed internal wires. The device evaluation was completed on 06-mar-2026. The product was returned to johnson & johnson medtech for evaluation. Johnson & johnson medtech then conducted visual inspection of the returned device. Visual analysis of the returned sample showed that the tip had separated from the shaft but not completely detached, remained united by the exposed internal components; in addition, stress marks were observed in the separated area. Although no additional information was available regarding the event, the presence of stress marks on the shaft suggests that the device may have been subjected to excessive force. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. The broken tip issue reported by the customer was confirmed. The potential cause of the broken tip cannot be determined, it could be related to the handling of the device, however, this cannot be conclusively determined. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).